Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service rep was present for a bilateral fess procedure and reported the following: "at the beginning of the procedure the surgeon was using the m4 shaver with the shaver blade and the inside tip of the blade broke off into the patients nose. The doctor was able to find the tip of the shaver and suctioned it out; the fragment was retrieved. The delay was 2-3 minutes. They opened up another blade and had no further issues." There was no patient impact or injury.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.